Event description:
The customer reported, that the ortho provue analyzer interpreted two positive reactions as negative, and a dual population as 1+ during validation and verification studies. The customer was performing validation testing and the reactions interpreted by the instrument did not match manual gel results, preventing erroneous results from being reported.

Manufacturer narrative:
The fe performed adjustments to the gel camera, gripper, gripper delay and raised the bottom of the well cut off line, returning the analyzer to expected operation. The customer performed qc testing and passed.